Event description:
The pump was returned for investigation. Evaluation revealed contamination under the buttons. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed the keypad is torn at the down key. All keys are fully responding to user presses. Removed the keypad cover and contamination was found under all the key contacts. Returned battery cap/returned cartridge cap used to complete testing. (B)(6).